Event description:
The customer reported that following a diagnostic catherterization procedure in 2002, a vasoseal es was deployed. Following deployment the groin looked a little puffy so they put a clamp on it for 10 minutes. The patient remained in bed for 4 hours and then was ambulated and discharged without further incidence. The patient complained of angina and groin pain approximately 24 hours later and was readmitted to the hospital. The patient's hemoglobin had dropped 4 g and required a transfusion of 2 units of red blood cells. The patient's hemoglobin returned to baseline. The patient's groin was ecchymotic, but no hematoma was apparent upon inspection and palpation. No further complications were reported.